Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spina cord stimulation - nonmalignant pain. It was reported that the patient would like the rep to be there at her next appointment to program the device. Patient stated it was not in the correct spot. Patient stated the stimulation worked more when lying down and does not work well when standing up. No further complications were reported/anticipated.